Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02nov2018. Date of manufacturer: 01nov2018. The customer replaced the touchscreen and the unit is working.